Event description:
It was reported to boston scientific corporation that a one step button was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, the patient experienced leakage from the stoma site. The physician noticed there was a crack at the shaft of the button. The procedure was completed with another one step button. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, post procedure on (B)(6) 2010, the patient experienced leakage from the stoma site. The physician noticed there was a crack at the shaft of the button. The procedure was completed with another one step button. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect model, catalog number and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)